Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringe with bd ultra-fine¿ needles experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: consumer stated, needle hub separated when removing shield stated, shields were difficult to remove 2 syringes affected. Lot: 9126684. Catalog: 328438. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insulin syringe with bd ultra-fine¿ needles experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: consumer stated, needle hub separated when removing shield stated, shields were difficult to remove 2 syringes affected, lot: 9126684, catalog: 328438, date of event: (B)(6) 2020.